Manufacturer narrative:
Updated field: b4, d3, d9, g3, g6, h2, h3, h6(type of investigation, component code, investigation findings, investigation conclusions), h11. The cardiosave iabp repeatedly generated gas loss alarms despite no evidence of balloon rupture disconnections or blood in the helium tubing a restart and helium recalibration temporarily restored function but the alarm recurred shortly afterward hemodynamic support was successfully restored by replacing the cardiosave unit with a cs300 at this time the customer has not requested a service repair once a formal service request is initiated a detailed investigation and follow up report will be provided

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) unit had gas loss alarm in iab circuit. No patient harm or injury reported.